Manufacturer narrative:
Continued from medical products: 3ml bd syringe ref 306507, lot number 719411c, exp 2020-07-12. 0.9% nacl; umbilical venous catheter, therapy date: (B)(6) 2017. The customer¿s report of a leak was confirmed. No anomalies were observed on the set during initial visual inspection. Functional and pressure testing resulted in leaking from the engagement between the microbore tubing and the outlet port of the filter. Inspection under magnification showed fluid movement between the outer wall of the tubing and the inner wall of the filter¿s tubing attachment area, indicating a solvent channel from insufficient application of solvent. Dimensional analysis results were within specification. The cause of the leak was identified as insufficient solvent having been applied during assembly due to equipment and/or operator error.

Event description:
The customer reported that the patient was receiving alprostadil (prostin vr) at 0.025 mcg/kg/min (0.18 ml/hr) prior to surgery for patent ductus arteriosis (pda). One day after the tubing was installed the prostin syringe and tubing were changed due to leaking at the connection closest to the patient, between the tubing and the filter. Approximately 2 hours later an echocardiogram was done; there was ¿concern for no pda¿ and the prostin rate was increased to 0.72 ml/hr but later decreased to 0.36 ml/hr. No significant drop in pre/post ductal oxygen saturation occurred, but occasional drops into the low 90's were observed; the effect was reported to be short-term and subsequently resolved.